Event description:
It was reported the patient had his spectra removed and replaced with an inflatable penile prosthesis for unknown reasons. No patient complications were reported in relation to this event.

Event description:
Additional information received indicated that the spectra penile prosthesis was "only used as a spacer device to maintain integrity". Based on the additional information, this event would not be considered a reportable event.